Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device at the service repair center, the user reported that the fio2 readings were inaccurate and fluctuated when assembled to the gas system. Since the event occurred out of box, there was no patient involvement during this event.